Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, the patient was experiencing tremors and sweating due to hyperglycemia. He mentioned that he went to the hospital emergency room due to the inaccuracy of the sensor. He declined to provide additional details. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).